Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of implant/migration of essure device (location of device: uterus),"), abortion spontaneous ("miscarriage/miscarriage/had miscarriage after essure") and pregnancy with contraceptive device ("pregnancy") in an adult female patient who had essure (batch no. 689929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's past medical history included miscarriage (prior to essure), multigravida and multiparous (((B)(6) 1996, (B)(6) 1997, (B)(6) 1999, (B)(6) 2001, (B)(6) 2003 and (B)(6) 2004)). Concurrent conditions included uterovaginal prolapse, vaginal swelling, urination difficulty and fibromyalgia. Concomitant products included hydroxyzine (atarax), levosalbutamol (xopenex), midol [caffeine,mepyramine maleate,paracetamol], ondansetron (zofran) and tapentadol hydrochloride (nucynta) from 2010 to 2012. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain ("pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), drug hypersensitivity ("allergic or hypersensitivity reaction (body became sensitive to various medications"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). In 2011, the patient experienced antinuclear antibody positive ("autoimmune disorder (type of disorder: ana was positive until device was taken out. Now negative") and urticaria ("rashes or skin conditions (hives all the time and rash)"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdomen pain") and arthralgia ("joint pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, drug hypersensitivity, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown and the antinuclear antibody positive, urticaria, dyspareunia, back pain, abdominal pain and arthralgia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, antinuclear antibody positive, arthralgia, back pain, device expulsion, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, pregnancy with contraceptive device, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insert release on left tube and 2 coils exposed. There were 3 coils exposed on the right tube diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Pregnancy test - in may 2015: positive. The right side was miss implanted or migrated into the right portion of the body of the uterus which was diagnosed via ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device expulsion. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction (body became sensitive to various medications), autoimmune disorder (type of disorder: ana was positive until device was taken out. Now negative), rashes or skin conditions (hives all the time and rash), migration of essure device (location of device: uterus), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain and hair loss were added. Patient's medical history was updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of implant/migration of essure device (location of device: uterus),"), abortion spontaneous ("miscarriage/miscarriage/had miscarriage after essure") and pregnancy with contraceptive device ("pregnancy") in an adult female patient who had essure (batch no. 689929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's past medical history included miscarriage (prior to essure), multigravida and multiparous (((B)(6) 1996, (B)(6) 1997, (B)(6) 1999, (B)(6) 2001, (B)(6) 2003 and (B)(6) 2004)). Concurrent conditions included uterovaginal prolapse, vaginal swelling, urination difficulty and fibromyalgia. Concomitant products included hydroxyzine (atarax), levosalbutamol (xopenex), midol [caffeine,mepyramine maleate,paracetamol], ondansetron (zofran) and tapentadol hydrochloride (nucynta) from 2010 to 2012. On(B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain ("pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), drug hypersensitivity ("allergic or hypersensitivity reaction (body became sensitive to various medications"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). In 2011, the patient experienced antinuclear antibody positive ("autoimmune disorder (type of disorder: ana was positive until device was taken out. Now negative") and urticaria ("rashes or skin conditions (hives all the time and rash)"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdomen pain") and arthralgia ("joint pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, drug hypersensitivity, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown and the antinuclear antibody positive, urticaria, dyspareunia, back pain, abdominal pain and arthralgia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, antinuclear antibody positive, arthralgia, back pain, device expulsion, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, pregnancy with contraceptive device, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insert release on left tube and 2 coils exposed. There were 3 coils exposed on the right tube diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Pregnancy test - in (B)(6) 2015: positive. The right side was miss implanted or migrated into the right portion of the body of the uterus which was diagnosed via ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device and pelvic pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.